Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 01/31/2017, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was not available for testing. The allegation was undetermined. The root cause could not be determined.